Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. Imagery provided indicated hypoattenuated leaflet thickening (halt) was observed on two (2) of the three (3) leaflets and central regurgitation was found. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system, based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of increased gradients, central regurgitation, and thickened leaflet were confirmed based on the provided medical record and imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. The patient had a medical history of hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification leading to thickened leaflets. As reported, "approximately 4 years and 5 months post-tavr implant using a 23mm sapien 3 valve via transfemoral approach, the patient is being worked up due to increased gradient >40." An existing technical summary captures the root cause analysis for complaints evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result of patient/procedural factors. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. They are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. Per imagery review, leaflet thickening was observed leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient as reported per the medical record. As reported, "the patient has developed dyspnea and a transesophageal echocardiogram tte confirms that there was moderate to severe central regurgitation which was demonstrated by the fact there is diastolic flow reversal in the descending aorta with a tvi great than 15cm which is consistent with severe aortic valve regurgitation." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient-related factors and/or structural valve deterioration. The patient had a thickened leaflet, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. In this case, available information suggests that patient factors (thickened leaflets, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.

Event description:
The CT and echocardiogram imagery received indicated that the patient's mean gradient was 45mmhg, central regurgitation and halt were observed.

Event description:
Approximately 4 years and 5 months post-tavr implant using a 23mm sapien 3 valve via transfemoral approach, the patient is being worked up due to increased gradient >40. Per medical record review, approximately 4 years and 5 1/2 months post-implantation of a 23mm s3 valve in the aortic position via transfemoral (tf) approach, the patient has developed dyspnea and a transesophageal echocardiogram tte confirms that there was moderate to severe central regurgitation which was demonstrated by the fact there is diastolic flow reversal in the descending aorta with a tvi great than 15cm which is consistent with severe aortic valve regurgitation. The echo also demonstrated that there was also moderate to severe stenosis with an ava of 1.0cm2. The prosthetic valve is well-seated. The gradient is abnormal for the prosthetic aortic valve. The patient is being worked up for a valve-in-valve tavr.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.